Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use. Instruction for use states the detection method in pcf-190 series operation manual chapter 3 preparation and inspection instructions for use states the preventative measures in pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during inspection of the device, a whitish foreign material was found inside the air/water tube, the air/water cylinder and auxiliary jet channel of the colonovideoscope. There were no reports of patient involvement.